Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error several times during bolus delivery. The blood glucose reading was 157mg/dl. Troubleshooting was performed. The caller stated that the device was not exposed to a high magnetic field. Assisted the customer to run the displacement and self test and they passed. The customer stated that drive support cap was flush. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor. Unable to perform the occlusion, prime and excessive no delivery test due to motor error alarm. Drive support disk was inspected and no anomaly was noted.